Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 500-600 mg/dl range. Bg was addressed with manual injections. The customer alleged that the pump was not delivering bolus insulin at the proper rate as the insulin on board (iob) was inaccurate. The customer also alleged that bolus delivery was too slow. System check with tandem technical support (cts) indicated that the customer's insulin duration setting was accurate and that the iob was functioning as intended at the time of speaking with cts; however, the customer maintained that the pump was not functioning properly. Although requested, the customer declined to upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.